Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alledged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed that the device had a ventilator inoperative error code e-86 (failure of the outlet pressure sensor.); as a result, the printed circuit assembly (pca) will need to be replaced. The device data identified unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The technician also noted that the device is missing the accessory port cover. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.